Manufacturer narrative:
The reported events of therapy delivered to incorrect body area, capturing problem, and high impedance were not confirmed. The device was returned for analysis. The device was at elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found no anomaly. Further interrogation of the device at various impedance level indicated the pacer detected and measured the load changes within normal range. Review of the device image indicates auto-capture was enabled, when automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Additionally, visual inspection of the header and connectors did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
Related manufacturer reference number: 2017865-2025-12916, 2017865-2025-12917. It was reported that the pacemaker and right ventricular (rv) lead exhibited diaphragmatic stimulation, unspecified capture issue and high pacing impedance and left ventricular (lv) lead exhibited diaphragmatic stimulation and unspecified capture issue which resulted in discomfort.the pacemaker was explanted and replaced. No intervention was performed for lv lead and rv lead. Patient status was not reported.